Event description:
Reporter noted that while a patient was being positioned onto the bed of the laser, the optics head cover came apart and one half of the "optics head" cover fell onto the patient's chest. No patient injury occurred.